Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was no electrocution. The patient was feeling stimulation in his ribs and the device was reprogrammed and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were being electrocuted in their side. The patient stated it hurt badly every time they try to use it and it hurt so they weren¿t really using it. The patient had an appointment with their healthcare provider. External or patient factors that may have contributed to the issue was noted to be a problem with the incision site healing properly. No diagnostics or interventions were taken and the issue was not resolved at the time of the report.